Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 614 days after a coronary drug eluting stenting treatment procedure, the patient expired. The index procedure treated a 3.4x14mm, 80% stenosed, moderately calcified, mildly tortuous, ostial lesion in the proximal right coronary artery (prox rca) with predilation and placement of a taxus express2 3.0x20mm drug eluting stent. Following post dilation, residual stenosis was 0%. The patient was discharged the next day of aspirin and plavix. During the two year follow-up, the site learned that the patient expired 614 days post index procedure. The cause of death was congestive heart failure. The target vessel was not involved. No autopsy was performed. The investigator's assessment of device causality was unknown. No further information is available at this time.